Event description:
PICC line was inserted in 2005. Catheter was working okay and then pt developed small localized reaction, resulting in a red band appearing on the skin approx 1 cm wide and 10 cm long following the line of the catheter. Once removed in 2005, the pt had a peripheral cannula placed. No adverse effects to the pt and no reddened area at the entry site.

Event description:
Patient developed small localized reactions to device, resulting in a thin, red line tracking up the arm. Pic line removed - no adverse effects.